Event description:
Reported false positive sars result for 1 symptomatic (2 days post onset of symptoms) patient. The customer communicated the patient tested negative with another molecular (pcr testing) method.

Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: phone. Additional information will be included in a follow-up report upon the completion of the pending investigation.

Manufacturer narrative:
H6 - added code 213 to investigation findings, code 67 to investigation conclusions, and codes (4110, 4106, 4101, 3331) to the type of investigation as it is now complete. Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: phone.